Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name, manufacturing plant address, state, city, postal code, and country updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device was found to not be alarming for the over temperature. During testing the overtemperature alarm on the device was not at the correct setting so it would not alarm at a certain point when expected to. After the overtemperature alarm was reset, then the heat was turned up and the device alarmed once it went over the set point. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the over temperature alarm sound was not working. Nothing audible, no beeping. Patient involvement was unknown.